Event description:
It was reported that during use of the iab, the pump experienced high pressure alarms and blood was noticed in the helium tubing. As a result of this, the iab was removed. There were no patient complications.